Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was scheduled for replacement after reaching an eri battery status after 41 months of implant. The ICD did not meet the physician's expectations with regard to longevity.